Event description:
It was reported a peripherally inserted catheter (PICC) was successfully placed. A leak distal to the suture wing was subsequently noted. The catheter was successfully removed and another PICC was placed for continuation of treatment. No patient complications were reported in this event. No additional informaiton is available. Should additional information become available, a supplemental medwatch will be filed. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met its specifications. User technique and/or patient anatomy may have contributed to this event, however, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.